Manufacturer narrative:
Evaluation: reported issue of no voice is confirmed. A clicking noise plays instead of the voice message. The on/off switch works as it should. Unit passes all other functional tests. There is battery leakage residue inside battery compartment. A flat contact is corroded due to battery leakage. Note the instructions for use on replacing batteries state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer returned the product without providing a reason. Information obtained from the customer is that the alarm has power however, the on and off switch is intermittent. The customer also reported there is no sound when weight is removed from the sensor. The customer could not provide a date when the issue was found. This was discovered during setup. No patient incident or injury reported.